Event description:
It was reported that during implant procedure the physician tried to puncture the subciavian vien. The patient started to feel uncomfortable and the blood pressure decreased. After procedure was terminated it was found that the patient suffered from a pneumothorax. The patient condition is good.

Manufacturer narrative:
No medwatch form was received.